Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and a non-mobile; laminar thrombus was noted on the atrial facing surface of the closure device. The patient was placed on oral antithrombotic medication eliquis 5mg twice a day. It was further reported that tee imaging was performed on (B)(6) 2025 and imaging showed the outcome of the event was resolved.

Manufacturer narrative:
D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and a non-mobile, laminar thrombus was noted on the atrial facing surface of the closure device. The patient was placed on oral antithrombotic medication eliquis 5mg twice a day.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and a non-mobile, laminar thrombus was noted on the atrial facing surface of the closure device. The patient was placed on oral antithrombotic medication eliquis 5mg twice a day.

Manufacturer narrative:
B7 other relevant history: updated with additional information received.